Event description:
Reportedly, when an attempt was made to monitor a pt in paddles lead, the device inappropriately displayed the pt ECG as what was desscribed as a ventricular tachycardia.

Manufacturer narrative:
Corrected data section d:10 lifepak 11 diagnostic cardiac monitor. The local factory svc rep evaluated the devices and observed intermittent and intermittent display of full scale artifact in paddles lead. The rep observed that the slide connector wire harness assembly contracts of the monitor and defibrillator/pacemaker, w9 and w12 respectively, were physically damaged. The damage observed appears to have been the result of broken standoff spacers in the defibrillator. The device slide connector assemblies and defibrillator standoffs will be replaced. At completion of these repairs the devices will be returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.